Event description:
A customer reported "low potency of phaco" during a cataract procedure. The case was completed using the same equipment and accessory, following a delay of more than 15 minutes. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).